Event description:
The customer observed a falsely decreased alinity I total hcg result generated for a 37-year-old female patient sample. The following data was provided (interpretation of results </= 5.00 miu/ml is negative, > 5.00 miu/ml to < 25.00 miu/ml = grayzone, >/= 25.00 miu/ml is positive): sample ID: (B)(6): on (B)(6) 2026 result = <2.30 iu/l, on (B)(6) 2026 repeat result = 23.5 iu/l, sample was repeated at a later date on a different platform and result = 26.5 iu/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Complete entry section a1: patient identifier: (B)(6). Complete entry section e1: phone number: (B)(6). Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number: 7p51-30, that has a similar product distributed in the us, list number: 7p51-21/-31, with 510k/PMA/bla number: k170317.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I total hcg assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 80026ud00. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. The overall performance of alinity I total hcg reagents in the field were reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I total hcg reagent lot 80026ud00, was identified.

Event description:
The customer observed a falsely decreased alinity I total -hcg result generated for a 37-year-old female patient sample. The following data was provided (interpretation of results </= 5.00 miu/ml is negative, > 5.00 miu/ml to < 25.00 miu/ml = grayzone, >/= 25.00 miu/ml is positive): sample ID (B)(6): (B)(6) 2026 result = <2.30 iu/l, (B)(6) 2026 repeat result = 23.5 iu/l, sample was repeated at a later date on a different platform and result = 26.5 iu/l no impact to patient management was reported.